Event description:
It was reported that a patient underwent a revision surgery to remove and replace 14 closure tops and 7 screws after they were found to have loosened or migrated postoperatively. The patient had minor pain prior to the revision surgery but no additional patient impacts were reported. This is report twenty of twenty-one for this event.

Manufacturer narrative:
The products were available for part evaluation and no photos were provided. However, x-rays were provided to show the backout. Root cause cannot be determined. Events like this have previously been caused by the closure tops not being fully seated. This can be due to the torque handle not supplying enough torque, the closure tops cross threading, or the surgical technique guide not being followed. These devices are used for treatment. The DHR could not be reviewed since the lot number is unknown. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Brand name: polyaxial open iliac screw, ø8.5mm x 80mm or polyaxial screw, ø7.5mm x 40mm or polyaxial screw, ø7.5mm x 45mm or polyaxial screw, ø7.5mm x 50mm or polyaxial screw, ø6.5mm x 50mm. Catalog number: 704m8580 or 701m7540 or 701m7545 or 701m7550 or 701m6550. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00230 to 3012447612-2020-00243 and 3012447612-2020-00248 to 3012447612-2020-00254.

Event description:
It was reported that a patient underwent a revision surgery to remove and replace 14 closure tops and 7 screws after they were found to have loosened or migrated postoperatively. The patient had minor pain prior to the revision surgery but no additional patient impacts were reported. This is report twenty of twenty-one for this event.